Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure for an "osteoporosis compression fracture" at t9. It was reported that cement extravsation toward the spinal canal was observed intra-operatively. Two batches of cement were used and the second batch was reported as being "a little soft" upon insertion into the patient and at that point "cement leakage was developed". The procedure was completed successfully and the patient has been asymptomatic. No further complications were reported.